Event description:
Boston scientific neurovascular became aware of an event in which a patient was recently treated for an aneurysm with the neuroform microdelivery stent system. Instead of putting the stent in before the coils, the physician put the stent in after the coils. During placement of the stent, the patient suffered a stroke. The patient had bleeding that resulted in death the day following procedure. The physician was using the stent to try to reduce the chance that the aneurysm would come back.